Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1. The patient¿s meter has been returned on 5/27/2015 and evaluated by lifescan product analysis on 6/1/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2: the test strips involved with this complaint have not yet been returned to lifescan for product analysis evaluation. Performance testing with blood was performed on the retain test strips. The retain test strips failed the performance testing with blood for accuracy and/or precision at 100 mg/dl level. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that their onetouch verioiq meter read inaccurately high compared to a continuous glucose monitor (cgm). The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began in (B)(6) 2015. The patient reported obtaining blood glucose readings of 361 and 348mg/dl on the subject meter and 161mg/dl on a cgm. The patient manages their diabetes with an insulin pump. The patient reported increasing their usual dose of humalog insulin to 5.5 units in response to the alleged inaccurate readings. The patient reported developing symptoms of ¿feeling low, edgy and cranky¿ but could not recall when they developed these symptoms. The patient reported visiting the emergency room where they were treated by an hcp with IV glucose. The patient reported obtaining a blood glucose reading of 29mg/dl on an hcp meter. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious signs/symptoms associated with hypoglycemia and was treated by an hcp after the alleged product issue began.